Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported, that on 28-may-2021 the intra-aortic balloon (iab) was inserted on a patient whom ultimately was transferred to another hospital for higher acuity of care. The cs300 intra-aortic balloon pump (iabp) functioned properly all the way to other facility while plugged into the outlet in the ambulance. Once arrived, the iabp was unplugged from the ambulance for patient transport, and about halfway through the ambulance bay the iabp died. The nearest accessible outlet was obtained and iabp was plugged back in. Receiving unit was notified, and nurse was instructed to bring a new iabp down to the ER. The iabp was then tested on battery mode, on standby, and the iabp shut down at 84 minutes. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse powered the iabp on and confirmed it passed all power on self tests. The fse connected the iabp to an intra-aortic balloon (iab) and known trainer and initiated autofill which was successfully completed. A battery run was conducted within system diagnostics. The iabp failed the run time test. The batteries were replaced and the run test repeated and successfully passed. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed and shutdown during a patient transfer. The battery was tested by the customer and only lasted 84 minutes. No patient harm, serious injury or adverse event was reported.